Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting using the tandem charging cable and wall adapter, but the pump did not begin charging. Tandem technical support arranged to send replacement charging supplies with two-day shipping, but after a follow-up call was disconnected, the customer declined further troubleshooting.